Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair. On (B)(6) 2012, the physician used the cormatrix ecm for carotid repair during a surgical procedure. On (B)(6) 2012, the patient presented with symptoms and an aneurysm was observed upon reoperation. It was reported that the aneurysm was seen in the center of the cormatrix ecm patch that had "ruptured." The cormatrix ecm was removed and replaces with a synthetic patch.